Event description:
It was reported that the right atrial lead exhibited low impedance and inadequate capture. The lead was capped and replaced during a pulse generator change out on (B)(6) 2017. The patient was stable prior during and after the procedure.